Event description:
Pt was implanted with a mesh in (B)(6) 2013 and eight months later there was a wound infection that would not heal. Mesh was explanted (B)(6) 2014.

Manufacturer narrative:
Upon completion of the investigation into this event, a follow up report will be submitted.